Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18692. It was reported that the right atrial lead exhibited dislodgement. The right atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.